Event description:
The pt was implanted with a left ventricular assist device (lvad). An (B)(4) registry report was rec'd which stated that the pt was admitted due to plasma free hemoglobin and elevated lactate dehydrogenase (ldh) which indicated a possible pump clot.

Manufacturer narrative:
The user facility report was rec'd from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.